Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02766. It was reported that rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A rotawire¿ and 1.50mm rotalink¿ plus device were selected for use. During testing outside the patient's body, it was noted that the wire was detached when it was rotated to match the rotational speed of 200krpm. Continuous flushing was performed. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device lot number ¿ corrected from 20025931 to 0019842631. Device expiration date ¿ corrected from 11/30/2018 to 09/30/2018. Device manufactured date ¿ corrected from 12/06/2016 to 10/18/2016. Device evaluated by MFR: the device was returned for evaluation. The advancer unit and burr unit were received attached together as a single unit. Also, the advancer knob was received tightened in a backward position. The advancer, sheath, coil, and burr were microscopically and visually inspected. The annulus was noticed to be damaged, not rounded and flared with portion of the guidewire stuck in the burr. A test guidewire was used and the stuck wire could not be removed. The wire was inserted through the handshake connection and stopped at the burr and would not proceed any further. It is probable that the rotating burr came into contact with the guidewire during preparation leading to the damaged annulus and fractured guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. It was reported that the speed of the testing of the rotablator was performed at 200,000 rpm. The initial speed is likely to have been contributed to the guidewire fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states that "the rotablator dfu includes the following related to the initial speed: "adjust the turbine pressure knob until the burr is spinning at the correct speed. 1.25 ¿ 2.0 mm burrs 190,000 rpm¿. " (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02766. It was reported that rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A rotawire¿ and 1.50mm rotalink¿ plus device were selected for use. During testing outside the patient's body, it was noted that the wire was detached when it was rotated to match the rotational speed of 200krpm. Continuous flushing was performed. The procedure was completed with another of same device. No patient complications were reported.